Event description:
In 2008, a pt/layperson alleged that her onetouch ultra meter results were inaccurately low. The pt had compared her meter to a friend's accuchek, 491 vs 500's (possibly 9/14). The pt injected 25 units humalog with no adverse effect. On 9/16, the pt reportedly became sweaty after injecting 25 units of humalog based on her meter's 381 mg/dl. During troubleshooting, the customer care advocate learned the meter was set to code 3 while the test strips were code 9. The meter and strips were replaced. This senior medical affairs specialist spoke with the pt on two days later, and has classified the complaint based upon her comments. The pt indicated she was unsure whether the meter's results were inaccurately high or low. She concurred that the meter was miscoded and possibly was miscoded on eight days prior to original date since she was unaware of that process. On that day, the pt believes she took humalog in the morning along with her a.m. 15 units nph, and at lunch. Around 7 or 7:30 p.m. Before eating a large dinner, the pt injected 25 units of humalog based on a 381 blood glucose. Approx 30 to 45 mins later, the pt thought she was going to pass out, began sweating, and became lethargic. Her daughter obtained "31" mg/dl on the meter and gave her pure peanut butter until her blood glucose rose to 170 mg/dl. Because the pt had never coded the meter that did not match the strip code, the results presumably were inaccurate. The pt followed the sliding scale, the physician recommended and injected 25 units based upon her elevated blood glucose. Although the pt did not allege harm due to the use of the meter, a family member treated the pt due to her hypoglycemic symptoms and reportedly obtained a meter result of 31 mg/dl. For these reasons, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.